Manufacturer narrative:
Updated fields: a3, b4, e2, e3, g3, g4, g7, h2, h3, h6, h10. Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The leaking helium issue was repaired by tying the connection on top of cv1. The fse then completed a preventive maintenance with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when or investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b5, d5, d11, g1(contact person), h6(impact codes).

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. No patient harm, serious injury or adverse event was reported.